Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was prepped, then the md inserted a sheath via the right femoral artery. The guidewire was inserted and the md began to feed the catheter over the guidewire. While doing so the iab stopped moving forward over the guidewire. As a result, the md removed the iab from the guidewire and requested another iab. The md used the same sheath and guidewire to insert the second iab with success. The md stated "you can see a kinking of the central lumen in the catheter body."

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.